Event description:
It was reported that they opened set for a tibia nail case (tna) and found that both hooks were broken off. This hadn't been an issue in the previous case, but was now broken when opened for this case, days later. Another tna set with the arm was retrieved. When it was opened one of the hooks was broken off of it. The sets are not locked with any instrumentation to create excessive pressure. All by hand and not excessive by hand. These are from separate facilities and different surgeons.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.